Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing pain at the ipg site following weight loss and a fall. Surgical intervention took place where ipg was explanted and replaced to address the issue. Procedure was completed successfully without complications.